Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the insulin to carbohydrate ratio has to be re-entered daily. No additional detail was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: on investigation, the alleged issue of having to re-enter insulin:carbohydrate (I:c) ratio daily was not duplicated. Review of black box data found the user had four I:c ratios and they were correctly reflected in the bolus history. Three days before the complaint date, a 4-hour power interruption was observed followed by a manual time/date change. As a result the total daily delivery appeared inaccurate. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The total units delivered during the 24-hour exercise were correctly recorded. Audio bolus and normal bolus were delivered and recorded correctly. Delivery interruption or I:c ration changes were not observed during the investigation. (B)(4).